Manufacturer narrative:
Results eval codes, investigation: the returned unit was functionally tested and the report of leakage was confirmed. The leakage portion was located in the pilot balloon approximately 40mm from the one way valve end. The leakage portion was examined under magnification and scratch, approximately 0.65mm in length was detected. A review of our complaints history confirmed this to be the first complaint for the two possible lot numbers identified. Though there have been complaints for leakage in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during manufacture, especially when compared with sales of annual sales. A further review of manufacturing records confirmed the presence of an inflation check carried out of 100% of this product line prior to packaging. Root cause: it is stated that the unit was tested prior to use and only became deflated after two days use. As such, this incident is unlikely the result of a manufacturing error. The most likely cause for this damage is that the pilot balloon has been pinched with clamping forceps or similar after two days in use, resulting in the tear found. This report has been logged for trending.